Event description:
Information was received from a patient representative regarding a patient receiving unknown morphine via an implantable pump. The I ndications for use was spinal pain indications. It was reported that the patient stated the pump had "been making noises all weekend". The patient stated they went to their pain doctor last week and the doctor said to call the manufacturer to get a representative to meet them at the healthcare provider's office to see if the pump was "malfunctioning". The manufacturer's patient services specialist (pss) asked what the noise was and the patient said it was a "faint beeping noise" and the pump was alarming every 10 minutes. The patient's wife came on the phone and stated that the patient had been experiencing "more pain" since the weekend. Pss reviewed role of the rep and paging process. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a consumer (con) reporting that they were requesting a company representative to meet them to check the pump as they thought the critical alarm was going off. The caller stated they had magnetic resonance imaging (MRI) and it showed they had a cyst at the end of the catheter. The patient stated they went to their doctor and their doctor stated that there were not any active alarms but the pump was still alarming. The patient could not determine if it was critical or non critical as they were hard of hearing. Additional information received from a health care provider (hcp) indicated that the patient was seen on (B)(6)2024for evaluation of his pump alarm complaint. The pump reservoir was aspirated and the volume checked matched appropriately. The cause of the pump alarm was not determined. It was stated that a medtronic representative (rep) reviewed all of his logs and the pump was not alarming nor was there evidence of a pump error or interruption of therapy. The patient's MRI from (B)(6) 2024 reflected possible arachnoiditis versus synovial cyst formation involving the cauda equina at the l1-2 level. It was reported that this finding reflected lumbar change at the upper levels. The hcp stated that the MRI did not mention any issues at the end of the catheter. The MRI in question was reviewed with the patient on (B)(6) 2024 with no mention of suspected catheter issues. The pump logs were interrogated by both the doctor and rep, volume aspirated matched the pump reading, and no alarms were heard during the > 1 hour visit. When asked if the pump alarm resolved, it was stated that the pump was not alarming during the visit and there was no evidence of an alarm event. The patient and his wife were given reassurance and education.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.